Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01-may-2018 with the following findings: a review of the black box showed evidence of cartridges being loaded. The last bolus delivery was a 3.70 unit bolus. No debris was observed in the cartridge compartment. No alarms related to the complaint were observed in the black box or alarm history. The remaining insulin was calculated accurately during testing. The pump was primed until 10 units remained in the cartridge at which point a low cartridge warning was given. The cartridge was removed and 10 units were visually confirmed to be remaining. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump wa found to be delivering within the required range and delivering accurately. No alarms or delivery interruptions occurred during the testing. The complaint was unable to be duplicated.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 550 mg/dl with symptoms of excess urination and moderate ketones. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump was not displaying the correct amount of insulin remaining. The reporter alleged that the pump displayed 55 units of insulin left when there was no insulin in the cartridge. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event and the pump did not appear to be reading the correct amount of insulin present.